Event description:
During incoming inspection, the distributor rejected this device, 0033100, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received five 0033100 in unopened original packaging. Lot number was verified. Performed a visual inspection of the device, there were no obvious signs of a breach. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging had an insufficient heat seal on one package. A likely cause for this issue may be due to shipping and handling causing the device to encroach into the seal and/ or the seal at the point of encroachment was weak allowing the device to penetrate the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review shows a total of 5 devices for this lot number and failure mode however, only 1 is confirmed. A two-year review of complaint history revealed there has been a total of 35 complaints, regarding 79 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) we will continue to monitor for trends through the complaint system to assure patient safety.